Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was consistently malfunctioning. The customer noted that while it could temporarily recover, it would fail again immediately after a clicking sound and attempts to reboot did not resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was consistently malfunctioning. A field service engineer inspected the station, found no failures, conducted diagnostics, and tested the latches to ensure they were secure. The system functioned as intended after the field service engineer tested the device